Event description:
During resuscitation of patient in cardiac arrest zoll e series monitor initially provided EKG tracing and defib capability. Approximately 3 minutes into the resuscitation monitor EKG stopped providing EKG tracing. The unit still had battery power. Unit also had etco 2 monitor in place which failed to zero and would not provide wave form tracing. The rescue crew attempted to power down and restart monitor without change to the system. Patient did not survive this event.